Event description:
Procedure type: lap gastric bypass. According to the reported: the device would not hold the suture during the case. No significant delay to surgical time. No tissue damage, and no patient injury were reported.